Event description:
I reported a similar issue last friday but did not get a confirmation of receipt so will include all content in this submission. We have seen a trend of rfp 404 & 400 nxtstage dialysate bags "exploding" when the nurses go to break the seal between the two compartments. The specific lots that have been an issue are q2401304 and q2311266. One nurse needed to be seen in the emergency department due to eye exposure. Rfp- 404 6-7 events for lot q2311266: when outer bag was opened, electrolyte side of bag noted to have a small hole, discarded a new bag obtained 8 events for lot q2401304: bags "rupturing at the seems" or "popping" when inner seal is broken for mixing. Ismp, (B)(4). Reference reports mw5158005, mw5158006, mw5158007, mw5158008, mw5158071, mw5158010, mw5158011, mw5158012, mw5158013, mw5158014, mw5158015, mw5158016, mw5158017, mw5158019.